Event description:
It has been reported by the physician, that he is concerned regarding clotting at the hub of the super sheath introducer sheaths. He refers to no specific complaint event. His response to this situation is to flush the device and continue to use it. There were no reported pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.